Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing on one stored ventricular tachycardia (vt) episode elect rogram (egm). It was also reported that the right atrial (ra) lead exhibited oversensing on stored episodes and false termination of arrhythmia episodes. The leads remain in use. No patient complications have been reported as a result of this event.